Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The keypad overlay was inspected and no defect noted and properly secured to the pump. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window, broken belt clip slot and missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump were not responding and the sticker is sliding off. Blood glucose value is 187 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.